Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred during basal delivery. The customer's blood glucose (bg) level was 250mg/dl and a correction bolus was delivered to address the bg level. The customer disconnected their infusion set tubing and delivered a bolus to confirm insulin exiting the infusion tubing, the infusion set tubing was then reconnected and the customer successfully resumed insulin deliveries. The customer declined troubleshooting with tandem technical support to determine a possible cause of the occlusion as they were no longer receiving an occlusion alarm. The customer believed the occlusion alarm may have been caused by a positional blockage.